Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -10.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to excessive vault. Reportedly, "the patient is subjectively uncomfortable, and the aperture phenomenon has not been adapted." The cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
Work order search found no similar complaint. (B)(4).

Manufacturer narrative:
Additional information: d9-return date: 17/04/2023. H3:device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken and bent. Dimensional inspection found the returned lens is not the size stated in the claim. Claim#(B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).